Manufacturer narrative:
The customer complaint could not be confirmed because the product was not sequestered for failure investigation. The root cause of this failure was not identified. The event reportedly occurred in the picu; therefore it is presumed the patient was a child/toddler.

Event description:
It was reported that an infusion of d5 1/2ns (1 liter) was programmed at a rate of 60 ml/hr. However infused in 2hrs. The customer stated that there was "no harm or were user error with a notation of sensitive tubing." The event occurred in the picu/cvicu. Although requested, no further details were provided by the customer for this event.